Event description:
A customer reported that the adc device detached prematurely and as a result, they experienced a loss of consciousness however, they were able to regain consciousness and self-treat with sugar. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and as a result, they experienced a loss of consciousness however, they were able to regain consciousness and self-treat with sugar. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor patch was returned and investigated. Visual inspection has been performed on sensor patch and no physical damage is observed on the sensor patch. The adhesive was not returned therefore, no further investigation was performed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All results were within specification. No malfunction or product deficiency was identified.this is a correction: section d9 - (device available for eval), h3 - (device returned to manufacturer), h6 - (adverse event problem), and h10 - (addtl mfg narrative) was incorrectly documented in initial submission. These sections have been updated.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. The adhesive was not returned. Therefore, no further investigation was performed. Therefore, issue is closed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a second correction report. Section h10 has been updated as it was incorrectly documented in previous report - (B)(4).

Event description:
A customer reported that the adc device detached prematurely and as a result, they experienced a loss of consciousness however, they were able to regain consciousness and self-treat with sugar. No further information was provided. There was no report of death or permanent injury associated with this event.